Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure involving the lead 3389s-40 stimloc device, a lead failure occurred. During the operation, it was found that the buckle was broken and the lead contact port was bent. Contributing factors and troubleshooting measures were unknown. The lead was replaced with a new lead 3389s-40 on the same day, and the surgery was completed. The issue was resolved at the time of the report. No patient complications have been reported as a result of this event. Additional information was received reporting the statement "buckle was broken" meant the electrode lock buckle is broken. The buckle break and bent contact port were discovered immediately out-of-the-box. This information was confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_stimloc_acc lot# serial# unknown implanted: explanted: product type accessory h3. Analysis of the lead (lot# va2z6q6) found the electrode at the distal end of the lead was bent. Analysis of the stimloc burr hole (serial/lot # unknown) found the burr hole clip was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.